Event description:
A nurse reported that there was no negative pressure in the main aspiration tubing and probe could not work properly before vitrectomy surgery. The surgery was completed on the same day after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in d.9., h.3., h.6. And h.11. The returned probe manifold was visually inspected. The black and the clear line were mounted incorrectly into the probe engine. The product was tested using a console. The tubing cross insertion prevented fluid from flowing into the cassette reservoir; thus, the product failed to prime and generated a system message code 3305. The probe could be recognized, and 5000 cut rates displayed on the screen when the radio frequency identification (rfid) connectors were engaged to the console. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by an assembly human error during the insertion of the tubing into the probe. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).